Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device had a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 607 mg/dl. The customer stated the other blood glucose level was over 600 mg/dl and the current blood glucose value was 198 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injections, intravenous fluid. Customer did not allege pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis. Frn-unk-rsvr,unomed inf set.